Event description:
It was reported that the patient developed a systemic infection. The patient¿s implantable cardioverter defibrillator (ICD) and three leads were removed and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 implantable tachy lead (B)(6) 2010; 419478 implantable pacing lead (B)(6) 2010; d284trk implantable cardioverter defibrillator (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.